Event description:
It was reported that a minimum fill notification occurred when customer attempted to load new cartridge into pump with 250 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed usable insulin in cartridge was sufficient, cleaned pneumatic tap area as instructed by technical support, reloaded same cartridge, and successfully resumed insulin delivery.